Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported the system was removed for infection. During the procedure, the distal coil became detached. Most of the lead was extracted, but the distal coil remained in the heart. The physician performed a subsequent procedure to extract the remaining coil.